Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary vessel. A 3.00 x 24mm synergy stent was advanced to treat the lesion. However, while trying to cross the lesion, the stent was damaged. The procedure was completed with another of the same device. No patient complications were reported.